Event description:
Bought wheelchair on (B)(6). It smelled bad, like chemically. I stopped using it when the legs got better. I moved myself to (B)(6). My feet and ankles swelled. My knees blew up to twice their size from the stress. I had to use the wheelchair everyday to do anything for the past 9 days. It still smelled. The wheels still smell bad and when I smell my hands, the smell is on them. The rubber is contaminated. I may be absorbing the chemicals through my hands, and may have handled food before washing them. It may not do me any harm, but a pregnant woman or a child may have problem. Many people in their reviews have mentioned the smell. Self transport folding wheelchair with footrests, solid castors and large rolling rear wheels. (B)(6).